Event description:
It was reported that, during the tha, the surgeon felt that these reamers were dull.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.